Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: attachments. The reported event was confirmed by review of the images provided. Radiographs showing the patient's pre-op and post-op condition were provided within the journal article along with an image of the fluid leaked in the drainage tube and a CT scan showing a hypodense fluid collection within the retroperitoneal cavity, dorsal to the left kidney. No device was returned to nuvasive for evaluation; further, it is unknown which nuvasive device was in use or what procedural step was being performed when the lymphatic injury occurred. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. The root cause of the issue was unable to be determined with the information provided; however, the findings of the journal article suggest the damage to the lymphatic structure may have occurred during the correction maneuver required to access the l3 vertebra. Labeling review: "¿potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury.." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...careful preoperative planning, intraoperative sizing, radiographic confirmation of proper spinal segment height restoration, and intraoperative neuromonitoring are critical in avoiding spinal cord and nerve root injuries that may be caused by over-distraction. Do not over-distract the spinal segment..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
N/a.

Event description:
In a journal article it was reported that a two-part spinal procedure was conducted on unknown dates. The first stage consisted of laminectomy with fusion and bilateral total facetectomy from t4 to pelvis. No nuvasive products were used. The second stage consisted of an anterior vertebral column resection of l3 where insertion of x-core 2 was initially unsuccessful because the release around l3 was insufficient due to a severe and rigid deformity. Surgical approach was changed and the procedure was completed successfully. Then one day post-operative lymphatic drainage (chylous retroperitoneum) was noted by leakage of triglyceride-rich milky fluid in drainage tube (not present intra-op). After a change in the patient's diet for 3 months, the issue had resolved. No issues by 3-year follow-up. No product malfunction was alleged.

Manufacturer narrative:
No device was returned as no device malfunction was reported. Radiographs and photographs confirmed the reported event. Review of the reported event identified the post-operative chylous leakage defined as ascetic fluid with a high fat (triglycerides) content. The root cause of the chylous leakage could not be definitely determined. Although medical review identified it may be a result of the distal part of the l2 vertebra body that was partially overlapped with the subluxated l3 exposed for the insertion of the anterior cage. It was noted that this may have been induced by direct damage to the lymphatic flow during the operative maneuver anterior to the lumbar vertebral body and indirect damage due to shearing force during correction of a subluxated vertebra. The issue was resolved post-operatively by diet control and the issue was reportedly resolved without recurrence. No product malfunction was reported or identified and no additional investigation necessary. Labeling review: "contraindications contraindications include, but are not limited to:... Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery... " "warnings, cautions and precautions ... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Based on fatigue testing results, when using the x-core expandable vbr system and the x-core mini cervical expandable vbr system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system. Careful preoperative planning, intraoperative sizing, radiographic confirmation of proper spinal segment height restoration, and intraoperative neuromonitoring are critical in avoiding spinal cord and nerve root injuries that may be caused by over-distraction. Do not over-distract the spinal segment. Careful preoperative planning and intraoperative sizing to maximize endplate coverage are important in helping avoid implant subsidence. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com." 9400903-en m-2022-12. H3 other text: no device returned.